Event description:
Use reported receiving an erroneous vancomycin result for one patient sample. Initial result gave 1.6 ug/ml which was reported. The same was repeated resulting at 33.3 ug/ml. User did not know if patient was adversely affected, the field service representative determined the cause to be a possible problem with the sample probe which was slightly bent and had gel residue on it or misaligned sample probe. He replaced and aligned the sample probe. Performance tests were performed.